Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix anterior mesh. Later the patient experienced difficulty urinating, urge incontinence, pain, exposure and dyspareunia. The patient was prescribed estrogen, enablex, physical therapy and transcutaneous electrical nerve stimulation. A revision/removal of the mesh was performed.